Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect, driveline disconnect, and no external power alarms was confirmed via customer submitted images. A review of the log files contained data spanning approximately 12 days (10mar2024 ¿ 21mar2024 per timestamp). All of the captured data appeared to show the system controller operating as intended throughout the log files. Events from the reported event date of 24feb2024 were overwritten with newer data. A customer submitted image displayed the alarm history of the system controller. Power cable disconnect, low flow, driveline disconnect, and no external power alarms were active on 24feb2024 at 14:15. The heartmate 3 system controller (serial number (B)(6)) was returned for analysis. The system controller underwent preliminary and functional testing and passed without issue. The system controller was connected to a mock circulatory loop and was able to support pump function as intended for extended operation. No atypical alarms were reproduced throughout testing. Information provided by the customer stated that the patient was resting at home and did not touch the device at the time of the event. No alarms have reoccurred. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power, power cable disconnect, and driveline disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. In addition, users are instructed on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. Heartmate 3 instructions for use section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient complained of several alarms that were triggered while they were at home resting; they had no symptoms. There was a disconnection of one of the power cables, loss of both power supplies, low flow, and disconnection of the driveline. When the patient's system controller was checked at the outpatient clinic on (B)(6) 2024, there was a history of the alarm on (B)(6) 2024. There were four alarms, power cable disconnected: 37s, low flows: 19s, driveline disconnected: 3s, and no external power: 31s, that had triggered at the same time on (B)(6) 2024 at 14:15. Log files were submitted for review. The log file did not contain data any longer from (B)(6) 2024 and only contained data from (B)(6) 2024 to (B)(6) 2024 in the periodic log and from (B)(6) 2024 to (B)(6) 2024 in the event log. The submitted set of log files did not contain any evidence of a system controller issue and there were no system controller faults in the log files. The mechanical circulatory support (mcs) equipment was operating as intended. It was noted by technical services that there were no electrical abnormalities on any of the conductors. It was noted that there was no health hazard to the patient and the cause was not found from the log file analysis, so it was unknown. The system controller was driven without any problem, but an alarm was generated in the driveline or the power cable, therefore a failure of the system controller was suspected. The system controller was exchanged and the alarms had not reoccurred.